Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Added h6.1 (component code): 3123-tip and h6.4 (problem code): 1071-thermal decomposition of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. There was no deformation at the location where the foreign material remained. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. However, the cause of the material remaining in the device could not be determined. An additional event (burn on plastic distal end cover) was confirmed and is presumed to have been caused using a high-energy endo therapy accessory without sufficient distance from the distal end. However, a root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Regarding the additional event (burn on plastic distal end cover), the inspection method was described in the operation manual for evis lucera gif/cf/pcf type 260, chapter 3 preparation and inspection 3.2 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.